Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2020, product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and healthcare provider (hcp) via a company representative regarding a patient who was receiving an unknown drug of unspecified concentration at an unspecified dose rate via an implantable pump for an unspecified indication for use. It was reported that as per the physician the device was showing through the skin due to infection. Regarding environmental/external/patient factors that may have led or contributed to the issue, it was noted that the device was sagging and protruding through their skin. The pump and complete catheter were explanted and would not be replaced. The issue was resolved as of (B)(6) 2020. The patient was without injury regarding their status as of (B)(6) 2020. The healthcare provider was notified that the device should be returned to the manufacturer; however, the explanted devices were discarded. Other medications (oral, etc.) The patient was taking at the time of the event was unable to be obtained, was not available. The patient¿s weight and medical history were noted as having been requested but were unknown. It was noted that the hcp had no further information on this event. No further patient complications have been reported as a result of this event.